Manufacturer narrative:
On september 04 2019 haemonetics received a report from (B)(6) of a nexsys pcs device which had a failed interconnect printed circuit board (pcb). The on-site technician was troubleshooting the device following a failure of the power on self test (post) protocol and had found evidence of thermal decomposition observed on a subcomponent on the interconnect pcb. The technician returned the failed interconnect pcb to haemonetics for further evaluation. Haemonetics sent a replacement interconnect pcb to be installed by the on-site technician who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. The interconnect pcb was received and evaluated on september 12 2019, where it was confirmed that there was visible evidence of thermal decomposition on the pcb, with burnt discoloration present on the reverse side of the pcb. There was no evidence present that the thermal decomposition resulted in an electrical fire. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the post protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On september 04 2019 haemonetics received a reported incident of a nexsys pcs device which had a failed interconnect pcb. The customer's on-site technician was troubleshooting the device and discovered evidence of thermal decomposition on the interconnect pcb. This failure was discovered during the power on self test (post) protocol prior to the start of any collection procedure, there was no donor involvement at the time the failure was discovered. Haemonetics will provide a replacement interconnect pcb to be installed by the customer's on-site technician. The technician will ensure the device is calibrated and all parameters meet manufacturer specifications. There were no injuries reported as a result of the failed component. The thermal decomposition observed on the printed circuit board was isolated to the subcomponent on the pcb and did not result in an electrical fire.